Event description:
A nurse called to report that a customer was hospitalized due to high blood glucose levels. The nurse wanted a written record of the insulin pump's history. Advised the nurse that carelink could be used to upload all of the activity. The nurse did not provide further information per hipaa guidelines. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.